Event description:
The tip broke off during procedure. Additionally, the account stated that the pt was admitted with abdominal pain and vomiting. The physician used a l-hook to do a diagnostic laparoscopy and placed it back on the tray when finished. The physician picked up the instrument to use a second time, but noticed the tip was missing from it. The physician got another instrument and completed the case with out further incident. An x-ray was done, but the tip was not located and the results came back negative for any foreign bodies inside the pt. The staff started looking for the missing tip in and around the operative site. The tip of the l-hook was located on the floor about half an hour after the case was completed.

Manufacturer narrative:
Instrument was not returned for eval. Without instrument, cause for failure cannot be determined or complaint confirmed. If the instrument is returned in the future, a f/u report will be filed.